Event description:
It was reported that the mobile power unit (mpu) did not work anymore.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: loose rubber component around lemo connectors (damage), superficial patient cable jacket damage, damaged housing (bottom housing, handle, and battery holder): the reported event of the mobile power unit (mpu) being unable to start up and function was not confirmed. The returned mpu (serial number (B)(6)) was received and was functionally tested at the european distribution center. The unit powered on as intended when connected to power and functioned as intended throughout all testing; atypical events were unable to be reproduced. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 3 ¿powering the system¿) instructs users on how to properly power on the mpu. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the mpu no longer started up. When the mpu was connected to the socket, the mpu had no function.